Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation and valve leak and/or damage: delamination observed assessed as adhesive failure. No other observations observed, no further actions are required.

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Healthcare provider noted that the valve area a "hole on valve side" and "implant was full but when plug strap was opened leaks through hole". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole on valve side", ¿plug strap was opened, leaks through hole¿.

Event description:
Healthcare provider reported, a left side exchange with no complaint against the device. Healthcare provider noted, that the valve area a "hole on valve side". And "implant was full, but when plug strap was opened, leaks through hole". The device has been explanted.